Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was in the 300 mg/dl range. The first system check showed that the occlusion appeared to be within the cartridge and the customer had then tried a different type of infusion set. After each alarm, the customer changed the supplies on pump.